Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician shuttled down and withdrew the sheath from the tissue tract, the advancer tube was not exposed. The balloon was deflated and the device was removed. The patient was converted to 15 minutes of manual compression, at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.